Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor transmitted a single episode which contained a false pause. The asymptomatic patient would continue to be monitored. The device was upgraded to a pulse generator. No further information was available.